Event description:
Site staff member reported fluoroscopy was working intemittently when the fluoroscopy pedal was depressed, not allowing x-ray images on the screen with a pt on the fluoroscopy table. The system was rebooted and the system worked. A field service engineer was dispatched to the site.